Manufacturer narrative:
Model number/catalog number: 72404127, serial number: null, batch/lot number: 761115003. Model/catalog description: control pump fgs iz. Model number/catalog number: 72400024, serial number: null, batch/lot number: 763942001. Model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced urethral atrophy with an artificial urinary sphincter (aus). A replacement surgery was performed. The patient was reported to be doing fine. No more information available at the moment. Should additional information become available, it will be provided. Should additional information become available, it will be provided.